Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the patient experienced myocardial infarction, chest pain and angina. The 90% stenosed target lesion located in the proximal and mid left anterior descending (lad) was 24mm long with a 3.50mm reference vessel diameter. The target lesion was predilated and treated with the placement of a 3.50x28mm taxus express2 stent. Two additional stents (3.0x3mm and 2.65x16mm) were placed due to residual distal edge stenosis with 0% residual stenosis. "Cardiac enzymes were elevated consistent with the protocol definition of a myocardial infarction (mi). In 2007, a 30 day follow-up visit revealed the patient had been experiencing "exertional throat tightness and arm tingling" few days post index procedure. Nuclear stress text revealed "exertional chest pain with anterior ischemic defect." Then 34 days post index procedure revealed "proximal to mid had patent sequential stents, focal region at upper stent edge which had an asymmetric tapering." Per intravascular ultrasound (ivus) "just above stent segment 80% stenosis was distal to 1st diagonal and proximal to stented segment." The physician treated the proximal lad with a 3.5x8mm taxus stent, the distal edge of which overlapped the previously placed stent. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.